Event description:
It was reported that the luer damaged and a leak occurred. During an atrial fibrillation (af) ablation procedure to treat paroxysmal atrial fibrillation, a farawave catheter was being prepared for use. While setting up the catheter on the table, the side flush port was found to be cracked, which prevented proper flushing and resulted in fluid leakage. The catheter was replaced with a new device, and the procedure was completed successfully. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product lot number is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.